Manufacturer narrative:
Initial medwatch: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture. These are known potential adverse events addressed in the product labeling. Medwatch follow-up: (B)(4). Additional, changed, and/or corrected data: a2, b5, g1, g2. A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: seroma-late, lymphoma, capsular contracture baker grade IV, rupture.

Event description:
Patient reported "leak", "one implant is leaking or has fluid around it", "extraordinarily exhausted and have had significant mastalgia". Later patient reported "hodgkin¿s lymphoma that textured implants caused" which is not device related. Later, patient reported "exchange from textured to smooth due to the patients¿ concern of the product", and "rupture and seroma". Later patient reported "implant exchange due to the patient's concern with the product plus on the left side pain, seroma, capsular contracture baker grade IV, and a rupture" with CT scan. This record is for the left side. Device remain implanted.